Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. G2: australia. Additional associated products & mdrs: unk maxim femoral unk lot MDR: 0001825034-2023-01671. Additional associated products: unk maxim tibial unk lot. Unk maxim patella unk lot.

Event description:
It was reported a patient had a left total knee arthroplasty. Subsequently, 3 years post implantation, the patient experienced stiffness and underwent an arthroscopic release and synovectomy. The patella and tibia were found grossly stable and the knee was manipulated to 100* without complication. Two days later, the patient continued to have loss of flexion and underwent a manipulation under anesthesia. The knee was manipulated to 110* and all implants remain in place.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.